Manufacturer narrative:
The customer's test strips were requested for investigation. The returned test strips were tested using a retention meter, a retention battery, and retention controls. Control ranges: level 1: 30 - 60 mg/dl. Level 2: 261 - 353 mg/dl. Testing results: level 1: 44 mg/dl, 44 mg/dl, and 46 mg/dl. Level 2: 306 mg/dl, 305 mg/dl, and 309 mg/dl. All returned results are within acceptable range. No information was provided that would point to a cause for the result discrepancy. On a regular basis, accu-chek inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter stated they received discrepant glucose results for one patient tested with two accu-chek inform ii meters. At 12:49 p.m., a sample from the patient was tested using meter serial number (B)(4), resulting in a glucose value of 484 mg/dl. At 12:53 p.m., a sample from the patient was tested using the second meter (serial number unknown), resulting in a value of 143 mg/dl. The result of 143 mg/dl was used for treatment decisions. It is not known what treatment was provided to the patient. The patient was not having any symptoms.

Manufacturer narrative:
The evaluation method code has been updated.